Manufacturer narrative:
Initial and final MDR 1880638-MDR 3003442380-2024-06579- device 5 of 10.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported the patient faced leakage at site from (B)(6) 2024. The blood glucose level of the patient at the time of issue was 385 mg/dl. The issue occurred with ten similar types of infusion set used for two hours. No further information was available.